Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) reported they had a syncopal episode in which they had passed out for 45 seconds. When the patient came to they were told it was thought they had received a shock. Patient had inquired if there had been a shock delivered and was referred to speak to their physician to review remote monitoring information and discuss any further health questions. A request for additional information was sent requesting the cause of the syncopal episode was but was inconclusive. There were no additional patient effects reported.

Manufacturer narrative:
As of this date the device remains implanted and there has not been any additional information regarding this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.